Manufacturer narrative:
(B)(4). G2: foreign, event occurred in japan. Complaint can be confirmed through the returned product analysis. Functional testing of the returned product found the device would not power on with the original battery pack but did power on and function normally in both modes when connected to a lab battery pack. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. There did not appear to be damage to the wiring of the pack. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause has been identified as a design and manufacturing issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the surgery, this complaint product didn't work at all (even the motor as well). It is unknown if there was patient impact. Due diligence is complete. No additional information is available. During device evaluation, the batteries were leaking electrolyte.